Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of 341mg/dl, with extreme drowsiness, associated with an alleged occlusion issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the patient had their occlusion sensitivity set to high with a low volume. They were able to successfully prime the tubing and give additional boluses with no additional alarms. The patient was assisted with changing the occlusion sensitivity and was advised to call back if the occlusions persisted. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.